Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 05/19/2024, the patient experienced a skin reaction with inflammation under entire patch area only. The area was prepared with before alcohol placing the sensor on the body. The patient took cephalexin 500 mg 4 times a day for 10 days for cellulitis beginning the same day when the patient called the doctor on 05/19/2024. At the time of the report, the reaction was getting better and the inflammation stopped spreading. No additional patient or event information is available.